Event description:
Synovitis of both knees [synovitis]. Bilateral knee effusion [joint effusion]. Case description: spontaneous reporter was received on (B)(6) 2013 from a physician database extraction regarding a female pt, initial unknown with osteoarthritis (grade 3). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous se of synvisc (three course; synivitis and knee effusion during third course). At the time of receiving first course of synvisc the pt was (B)(6). On (B)(6) 2004, the pt initiated treatment with intra-articular injection of synvisc (hylan gf-20) in both knees (dosage regiment not provided). The lot number os synvisc was not provided. On (B)(6) 2004, the pt experienced synovitis of both knees. On an unspecified date in 2004, the pt had bilateral knee effusion and 40 cc of slight blood fluid was aspirated from right knee and 40 cc of slight turbid and slight bloody fluid was aspirated from left knee. The pt received treatment with inta-articular bethamethasone at a dose of 0.6 cc. The outcome of bilateral knee effusion and synovitis of both knees was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis of both knees and bilateral knee effusion was moderate. The reporting physician assessed the relationship between synvisc with synovitis of both knees as definitely related and did not provide a causal with bilateral knee effusion. Follow-up info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/15/2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from 10/19974 to 07/2010. The benefit risk profile of the product is not altered by this report.